Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was feeling a shocking or zapping. The consumer went on to clarify it was not a shocking or zapping, but more of a pulling, stray voltage like feeling. It was intermittent and erratic at the implantable neurostimulator (ins) implant site and left shoulder. The patient stated he was having a pulling feeling at the ins site that started suddenly on (B)(6) 2016. It was not all the time, as it would come and go. When the doctor's assistant went to program the ins, he developed a feeling on the left side, like a pulling over the ins and the pulling feeling or sensation went into the left shoulder. It felt like stray voltage, like it was coming from the ins. The doctor told them it was muscle spasms. However, the patient turned stimulation off and the feeling would go away, so he did not feel it was normal healing causing muscle spasms. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.